Event description:
It was reported that the patient had emergency backup battery faults: the patient replaced their controller.

Manufacturer narrative:
A4: patient weight was not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 31jul2024 at 06:53:01, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarm remained active while the system controller was connected to the system. At 07:02:26, the driveline was disconnected, both power cables were disconnected, and the shutdown sequence was initiated. These events are consistent with the system controller being exchanged. The backup battery fault alarms did not impact the controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. The provided information indicated the patient did a self-exchange of the system controller. Multiple attempts were made to obtain additional information regarding any product return; however, no additional information was received and to date, no product has been returned for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 11sep2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also emphasizes the importance of having a caregiver present for system controller exchanges. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.